Event description:
Reportedly the pt underwent a colectomy procedure. The knot of the sutures used to suture the stoma came undone after approx 10 minutes. The doctor re-sutured the stoma without complication. No add'l info was provided.